Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was found to be working as intended.

Event description:
The customer reported the system intermittently failed to x-ray. No report of patient injury.